Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Left knee pain [arthralgia]; pain during injection left knee [injection site pain]. Case description: spontaneous report received on 03 and 05-mar-2008 from a female consumer, (B) (6) (age unknown), who had a medical history of osteoarthritis in both knees (left knee more severe than right knee). The patient received her first dose of synvisc into her both knees on (B) (6)-2008 administered via intra-articular route at a dose of 2 ml and was "uneventful". On (B) (6)-2008, the second synvisc injections were performed into both knees. According to the patient "synvisc had good efficacy in her right knee-no pain anymore on (B) (6)-2008". The patient also reported that "the second injection was painful in the left knee; pain in the left knee improved but did not disappear after the injection; but no knee swelling or ed was noticed". On (B) (6)-2008 a corticoid injection was performed as corrective treatment instead of the third synvisc injection. As of the date of receipt of this report, the patient outcome was unknown. Qa investigation result received on 10-mar-2008: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.